Event description:
I was told that essure was the best route to go for prevention of pregnancy. Never knew I couldn't get them taken out and plan another pregnancy down the road. After the implant of essure ((B)(6) 2009), I started experiencing enormous amounts of inflammation, which caused extreme pain. I complained to my gyno about this numerous times, she put me on non-inflammatory. The pain continued the whole time I had these coils in me. Then, I started having huge cysts on my ovaries, which I had ultrasounds for. Also went to the emergency room for the extreme pain of a cyst on my ovary. Finally, on (B)(6) 2011 I went under surgery to get them removed. Little did I know until a few minutes before surgery, they are taking my whole tube out. Thus, preventing me from ever being able to be a mother to another child again, crushing my dreams and hopes, and left me feeling less of a woman. Note that I never had any of these problems before having essure. Since essure was introduced into my life, I was diagnosed with fibromyalgia and I have been dealing with (B)(6) and leep procedures since.